Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:23:39. During night drain cycle one, the patient's ultrafiltration reading was 1128ml, indicating the home patient (hp) drained 1128ml more than their maximum programmed fill volume of 1800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional: (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had ultrafiltration reading of 1128ml during the therapy initiated on (B)(6) 2011 01:23:39 night drain cycle 1, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the cycle 1 drain was completed on (B)(4) 2011 at 03:15 and the user's actual drain volume during cycle 1 was 2805ml. The user had a partial fill of 1681ml and the actual drain volume of 2805ml is 156% of largest prescribed fill volume (lpfv) of 1800ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.